Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2013, inratio: 3.7, lab: 1.8; date: (B)(6) 2013, inratio: 2.1, lab: 1.6. Both comparisons were reported as performed simultaneously. Therapeutic range is 2.0-3.0.